Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the site reminder did not annunciate at the appropriate time. Multiple attempts were made to follow-up with the customer regarding additional information; however, the customer did not respond. Blood glucose level was 93 mg/dl.